Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used. Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer¿s blood glucose level was 126 mg/dl. Customer advised the sensor fractured inside of their body and the cannula was missing. Customer was advised to follow up with their healthcare provider for treatment. Customer was advised a replacement sensor would be sent out.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer also stated that they were unsure if the sensor cannula was still in the body.